Event description:
The patient presented in-clinic for a normal eri device change-out. Externalized conductors were observed via review of fluoroscopy. Patient was asymptomatic. Electrical function of the lead was normal. The physician opted to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.